Event description:
It was reported the er220 was used during a laparoscopic cholcystectomy. It was reported by the affiliate the clip dropped from the jaw and there was malformed staples. The clip did not fall into the pt.

Manufacturer narrative:
Tracking #.48843. D5,6; h4: info not available, device not returned for analysis.